Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pockets from drawer 5.1 was not detected on bus. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no reported adverse events or patient harm associated with this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had failed cubies and tray b cubies were found to be unresponsive. A field service engineer reseated all connections and popped out all of the cubies and cleaned all of the trays to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pockets from drawer 5.1 was not detected on bus. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no reported adverse events or patient harm associated with this incident.